Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. It was found that the impedances had gradually increased in the last three months prior. Further testing was recommended if the impedances continued to increase. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The complaint device was not returned to bsc, therefore product analysis could not be performed. The primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. It was found that the impedances had gradually increased in the last three months prior. Further testing was recommended if the impedances continued to increase. This rv lead remains in service. No adverse patient effects were reported. Additional information was received, a vector breakdown was performed and the high out of range impedance measurements was confirmed. In addition, noise oversensing on the rv channel was noticed while the patient was asleep. Testing was performed and the noise could not be reproduced. Further reprogramming options were discussed. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. It was found that the impedances had gradually increased in the last three months prior. Further testing was recommended if the impedances continued to increase. This rv lead remains in service. No adverse patient effects were reported. Additional information was received, a vector breakdown was performed and the high out of range impedance measurements was confirmed. In addition, noise oversensing on the rv channel was noticed while the patient was asleep. Testing was performed and the noise could not be reproduced. Further reprogramming options were discussed. No adverse patient effects were reported. This rv lead remains in service. Additional information indicated that two defibrillation threshold (dft) test were performed. Subsequently, the high out of range shock impedance measurements alert was noted. The rise in the impedances seemed to be gradual. Treatment options were discussed with physician. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
Follow up report 2 (additional information): this report is being submitted to update section b5, h1 and h6 codes. The complaint device was not returned to bsc, therefore product analysis could not be performed. The primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event.